Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling. This medwatch is in response to FDA report number mw5089839.

Event description:
Received voluntary medwatch from us food and drug administration. Product indicated is juvéderm voluma® xc. Patient reported: ¿blurry vision in left eye 1 hour after juvéderm® was injected in tear trough and cheek.¿ no other information was provided.